Manufacturer narrative:
E1 - phone number (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported unit would consistently failing to recognize scopes and error codes during diagnostic procedure involving an olympus xenon light source. There was no patient injury reported.